Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 6 days. Additional information was requested but not provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient has chronically elevated lactate dehydrogenase. The patient is using the epc system controller and the lvad system produced 3 reported low speed operation alarms over the last week or so. Elevated lvad parameters were also observed. Additional information was requested but was not provided.